Event description:
After an implantation period of approx. 79 months, a loss of capture was observed. Device remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the received device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were analyzed thoroughly. The data documented an increase of the right ventricular (rv) threshold. The rv lead impedance trend, however, is inconspicuous. Further analysis revealed that the last automatic rv threshold measurement was on september 15, 2022, revealing a threshold value of 2.4v. Subsequently, automatic threshold measurements could not find a stable threshold. Consequently, the stimulation output was set automatically to the programmed threshold test start value of 2.4v plus an error margin of 1.2v resulting in an output of 3.6v. Based on all data available for analysis no pacemaker malfunction was noted. However, the integrity of the right ventricular lead cannot be assured. Should additional relevant information become available, the investigation will be updated.